Event description:
There was not report of device failure. The pt was undergoing a mitral valve replacement procedure. Two weeks post-operatively, a murmur of aortic insufficiency was noted. On 11/7/97, the pt underway aortic valve replacement, at which time a fear of one of the aortic valve leaflets was noted. The attending surgeon stated that there was an instance of endoaortic clamp balloon migration past the aortic valve leaflets during the initial operation.